Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the usual basal program (a1-weekday) had been erased. After checking the basal history, the pump was running on temporary basal program for approximately one hour and changed to 0.000 units at 1:09 am. The patient was reportedly sleeping at that time and had not touched the pump. There was no allegation that this issue caused or contributed to an adverse event. The pump was replaced to the patient due to patient insistence/lost confidence in device. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded (B)(6) 2017 at 11:05. Per the black box records, the basal program had been manually cleared as evidenced by a ¿244¿ clearing basal warning on (B)(6) 2017 at 01:26. Active basal program empty warning (cs241) was unconfirmed by the user for two hours; from (B)(6) 2017 at 01:06 until (B)(6) 2017 at 03:28 when delivery resumed. The total daily doses added up to correctly reflect the user¿s programmed basal rate target. The keypad was found to be intact and without damage; all keypad buttons demonstrated appropriate function. The pump was exercised for 24 hours without any delivery issues or interruption in delivery noted. The device was found to be operating within the required specifications. Investigation did not duplicate the ¿high bg¿ complaint. (B)(4).